Event description:
Heart lung unit being primed: issues with perfusion pack - 1) tubing connected to pre-bypass filter on one end was disengaged; 2) puncture hole was found in arterial tubing. No pt injury.